Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2366-50 serial #: (B)(4). Description: linear 3-6 lead, 50cm model#: sc-3138-25 serial #: (B)(4). Description: scs phiii ext 25cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had lumps at the base of her neck. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that per physician¿s assessment, the lumps at the base of the neck were the result of surgery and will subside as the patient heals.

Event description:
A report was received that the patient had lumps at the base of her neck. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post operatively. No device malfunction was suspected.